Manufacturer narrative:
Correction and previously submitted. Update "an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags" to "one (1) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag." Correction to evaluation conclusion: update quantity to one (1) throughout investigation results; 1 device returned for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "spike fell out" of an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(6) 2019. Two (2) bags were received for evaluation attached to tubing sets. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the bags using water and leaving the sets attached. During functional testing, the tubing remained securely attached to the spike port of both of the bags. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.